Event description:
Additional information received states that there were no adverse consequence/s that affected the patient because of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the surgery was performed via tka with the cement in question and attune. Before use, when the powder was opened and released into the smartmix open bowl in question, an object that looked like a scrap of vinyl was mixed in the powder. Spare products were used. The spare cement had the same lot, however there was no object such as vinyl. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that on (B)(6) 2024, the surgery was performed via tka with the cement in question and attune. Before use, when the powder was opened and released into the smartmix open bowl in question, an object that looked like a scrap of vinyl was mixed in the powder. Spare products were used. The spare cement had the same lot, however there was no object such as vinyl¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Additionally, the device was forwarded to the manufacturing site for further evaluation. Visual analysis of the returned sample revealed that the cement pouch was opened, and two plastic/vinyl residues of different sizes were found inside. No other defects that could have contribute to the reported event were found. The overall complaint was confirmed as the observed condition of the endurance bone cement 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3070040 / 4118823] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. However, a nr-0237605 has been created to address the reported issue.